Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that, on the cardiosave intra-aortic balloon pump (iabp) does not charge the batteries. This event occurred when the device was on standby, however there was no patient involvement and no harm was reported. A getinge field service engineer (fse) inspected the unit and replaced the reel ac power cord (d012-00-1688-22). The unit passed all functional test performed with satisfactory results and was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, investigation type, h11. Corrected fields: h6 medical device code.

Manufacturer narrative:
Updated fields: g4, g3, g6, h2, h11. Corrected field: b5.

Event description:
It was reported by customer that while the cardiosave intra aortic balloon pump was in standby mode, batteries does not charge. There was no patient involvement and no injury.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that while thecradiosave intra aortic balloon pump was in standby mode, batteries does not charge. There was no patient involvement and no injury.